Event description:
Pump sets leak at site where tubing connects with spike which is inserted into bag. Possible contamination of sterile product. Rptr recently reported similar problem to the FDA and company.info was submitted as follow-up 1/18/94: the rptr has two sets from lot 94728 and one set from lot 94731 that leaked at the site where the tubing connects to the spike. Also, fluid leaked out of the air check valve of one set from lot 94731.